Event description:
Two weeks prior to the event, a left internal carotid aneurysm was successfully treated using stent assisted embolization, and the pt was discharged home. The pt present with headache followed by a deep comatose state and required immediate intubation. A CT scan revealed an acute intraventricular hemorrhage, hemorrhage in the right basal ganglia region with no definite subarachnoid hemorrhage and mild to moderate ventriculomegaly consistent with developing hydrocephalus. A further CT scan found an acute hematoma lateral to the right lateral ventricle, intraventricular hemorrhage within the lateral third and fourth ventricles and diffuse brain swelling. A neurological examination found symptoms consistent with near brain death and a brain flow scan found "no flow above the upper carotids." The pt's condition continued to decline leading to death.

Manufacturer narrative:
For no allegation of product malfunction or non conformance contributing to the reported event.